Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number p93j7l, and no non-conformances were identified.

Event description:
It was reported that during a hemorrhoidectomy, product was reported as faulty as the safety trigger did not release resulting in staples not being released form the device. The surgery was delayed by 30-minutes. Competitor product was opened to complete the case. There were no patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). Batch # p57u8k. Device evaluation summary: the analysis results found that the pph03 device arrived in the open position and with staples present. The breakaway washer was present and uncut. No functional test could be performed, as the adjusting knob was noted to be damaged not allowing the device to open or close easily. The device was disassembled to verify the condition of the internal components and the adjusting rod was noted to be damaged not allowing the device to work as intended. No conclusion could be reached on what caused the adjusting knob to damaged. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.